Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022, prior to insertion during insertion preparation. Moreover, the patient ran out of infusion sets and had to switch to multiple daily injection. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.